Event description:
It was reported that the tip of polaris 5.5 screw inserter broke off in a screw intra-operatively. The tip was unable to be retrieved an remains within the screw in the patient. There have not been any reported impacts to the patient.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off. See attached images. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of of polaris 5.5 screw inserter broke off in a screw intra-operatively. The tip was unable to be retrieved an remains within the screw in the patient. There have not been any reported impacts to the patient.